Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient was stable before, during, and post procedure.

Event description:
It was reported that during an in-clinic check, loss of capture and loss of sensing were observed. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced.